Manufacturer narrative:
Available information suggests the device and lead remain in service. This report will be updated if additional information is received.

Event description:
Boston scientific received information that during the device follow-up, this pacemaker was programmed with a pacing output of 1.0v@1.0ms in aai mode, with a pacing rate of 80 ppm. However, loss of capture was observed on the right atrial (ra) lead even when the output was increased to 5.0v@1.0ms in ddd mode with a rate of 60 ppm. The device was therefore reprogrammed to ddd with a rate of 75 ppm. The patient was stable. No adverse patient effects were reported.